Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle was unable to deliver medication. The following information was provided by the initial reporter: refillable pen had been in use for long period without issue. Needle checked functioning prior to use. Patient went to self administer and it did not dial down all the way despite button being pressed correctly. Tested again when removed from patient and no insulin expelled.